Event description:
The consumer's wife reported her husband used the prod for an unspecified amount of time on his back. When the patch was removed, the consumer described a burn which has healed, but caused slight discoloration. The consumer did not seek medical attention at the time of the incident and treated the area with a topical burn cream.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.